Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 10 atmospheres for 20 seconds but on the second inflation, the balloon ruptured vertically at 12 atmospheres. The device was removed and the procedure completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(4). The device was returned for analysis. A visual examination identified that the balloon was in a deflated state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated at 10 atmospheres for 20 seconds but on the second inflation, the balloon ruptured vertically at 12 atmospheres. The device was removed and the procedure completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.